Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the handle appeared intact. The device was received with the capsule fully opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The device was received with the inner member detached from the delivery catheter system (dcs). Delamination was observed over the nitinol reinforcing frame at both the distal end of the capsule and the proximal end of the capsule. Torsion marks were observed on the inner member near the separation site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 device code and eval conclusion code and an additional eval method code conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) lot. There were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes. The device met all applicable manufacturing specifications prior to release for distribution. An image provided of the dcs confirmed an inner member shaft break. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Historically, inner member shaft damage, leading to separation, can be caused by manipulation (twisting and/or bending) of the dcs by the user. The evolut system instructions for use (IFU) instructs the user not to rotate the dcs as is being advanced. In this case, it was reported that the physician made many "pressure and twists" of the dcs, which was consistent with the torsion marks observed on the inner member shaft of the returned device. The pressure and twisting applied to the dcs during this event most likely caused the separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve was released from the delivery catheter system (dcs), the nose cone detached from the dcs and remained in the ascending aorta. A snare was used to remove the nose cone out of the femoral artery. It was reported that before being able to pass the valve into the femoral artery, the physician made many pressure and twists of the dcs and the movement may have generated the nosecone detachment. No adverse patient effects were reported.